Event description:
Related MFR report: 1627487-2019-12765. It was reported the patient was experiencing insufficient therapy from the dbs system. In follow up in the clinic, the healthcare provider performed a system impedance test and discovered high/invalid impedance on one of the lead channels. The patient's dbs system could not be reprogrammed to recapture beneficial therapy. Additional follow up identified the patient underwent surgical intervention on (B)(6) for an intraoperitve measurement with external devices. The results were the same as before with the invalid impedance for the lead's channel 1. The dr. Reconnected the initial ipg with the extensions without exchanging any implanted product. Additional surgical intervention may be taken at a later date.

Event description:
Related MFR report: 1627487-2019-12765. Follow up information received identified the patient does not want to undergo further surgery for a revision of the dbs system.

Manufacturer narrative:
Device history record review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build.

Event description:
Related MFR report: 1627487-2019-12765.